Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose in the 40 mg/dl range during that week. The customer had initially called for assistance with the sensor. The customer stated that she went to training on the day of the call and they had some problems with the serter not releasing the sensor. She also stated she had blood at site during insertion and was advised to put on ice. The customer inquired about charging the transmitter and the calibration process. The customer was assisted with the proper calibrations procedure.